Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial is broken.

Manufacturer narrative:
Examination of the returned mbt rev trial post confirmed the reported breakage. The root cause is attributed to suspected misuse through side loading/leveraging was applied during removal from the tray. Based on the determination of misuse and the low frequency of reported events, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.